Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10k04149 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2011, the patient went to the hospital for the peritonitis, but the nurse was unable to confirm if the patient was hospitalized. The cause of the peritonitis was unknown. Treatment rendered was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.